Event description:
It was originally reported that at implant the lead impedance measurements were high and the wrong battery status showed. It was later reported that all lead combinations were greater than 4,000 ohms. Only electrode 0 could be used and was programmed. The lead was still implanted but it will need to be revised.